Event description:
Reported event of "erythema and swelling" from journal article, "clinical experience with filler complications", dermatol surg, 2009; 35:1661 doi: 10.1111/j.1524-4725.2009.01345.x. It is allergan's approach to compliance to resolve all doubt in favor of reporting.